Manufacturer narrative:
Additional information: d9, h3, h4 (update), h6 (update codes), h11. H4: the lot was manufactured between august 13-14, 2025. H11: the actual device was received for evaluation with 143ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor stopped midway during treatment. The device was filled with 4000mg/230mlfluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.